Manufacturer narrative:
Concomitant medical products: product ID: 38872836, lot# b0136919k, implanted:(B)(6) 2002, explanted: (B)(6) 2015, product type: lead. Product ID: 34872836, lot# b0154050k, implanted: (B)(6) 2002, explanted: (B)(6) 2015, product type: lead. Product ID: 7495lz0104, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 7495051101, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. (B)(4).

Event description:
The healthcare professional (hcp) of a foreign clinical study reported that the paresthesia did not help the patient anymore. The stimulator did not help the patient's pain in sacra-iliac region. The leads were explanted and not replaced on (B)(6) 2015. The patient did a trial test for a pump but it did not help so they decided to take out the lead, leave the extension and the device and on (B)(6) 2015 they were going to try and introduce new leads. Actions taken as a result of the event included an unscheduled clinic or office visit. The event was related to the leads. The outcome was reported as ongoing. The patient's status at the time of report was alive with injury.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported worsening the paresthesia. On (B)(6) 2015 new leads were implanted. The outcome was resolved without sequelae.